Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. The date of death is unknown. The date received by the manufacturer is used (B)(4). Medical device lot #; medical device expiration date; device manufacture date: the exact device used in this incident is unknown. The customer provided the following two potential lot numbers: lot 6124991, medical device expiration date 05/31/2020, device manufacture date 05/14/2016. Lot 6146724, medical device expiration date 06/30/2020, device manufacture date 06/01/2016. Device evaluation: result - at the time of initial investigation, no sample was received for evaluation. The customer returned two pictures showing only the patient abscess at the puncture site. A review of the device history record revealed no abnormalities during the manufacture of the reported potential lot number 6124994. According to sampling plan applied for product performance, this lot was accepted and released. Additionally all functional test meets specification criteria requested during manufacturing. A review of the device history record revealed no abnormalities during the manufacture of the reported potential lot number 6146724. According to sampling plan applied for product performance, this lot was accepted and released. Additionally all functional test meets specification criteria requested during manufacturing. This defect reported is not related with assembly process. The product is reviewing 100 % through of the different manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Upon initial evaluation, bd could not confirm this as a manufacturing related issue, because no sample was received for evaluation and all relevant information during the DHR review met all established manufacturing criteria. The certificate of sterilization does not show any problems that could contribute to the failure reported. Quality has previously reviewed, evaluated and investigated this failure mode, concludes no further action is required at this time. We will continue to monitor for trends. The manufacturing site has since received 3 unused, sealed samples for evaluation. A supplemental report will be filed pending completion of additional investigation.

Event description:
It was reported that after 3 days, the patient developed a major abscess at the point of puncture of the suspect device. The abscesses evolved and required surgical intervention. A sample was taken but showed no specific flora. The patient expired although "it is difficult to establish the relationship because this patient was in very poor general condition".

Manufacturer narrative:
Additional information to section b, describe event or problem: the device was being used subcutaneously and only bionolyte was infused through the line. Correction to manufacture narrative, device evaluation: it was reported that the device history record was reviewed for the potential reported lot 6124994. This number should read 6124991. Device evaluation: result - the customer returned 3 representative samples from the reported potential lot number 6146724. Visually the samples no shows foreign matter, contamination or damages that could cause the defect reported. Conclusion - bd was not able to confirm the customer¿s indicated failure mode. This could not be confirmed as a manufacturing related issue as evaluation of the 3 returned representative samples does not show any contamination that could contribute to the failure reported. All relevant information during the DHR review met all established manufacturing criteria. Based on investigation results to date, root cause cannot be determined.

Event description:
The device was being used subcutaneously and only bionolyte was infused through the line.